Manufacturer narrative:
Section b5: additional information. Previous gi bleeding events are reported under MFR # 2916596-2019-04708 and MFR # 2916596-2019-04620. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient had bright red bleeding again on the toilet. The patient went to the hospital and was found to be stable. The patient was seen by the gastrointestinal (gi) department and it was their opinion that this was likely due to internal hemorrhoids and their recommendation was to use anusol hc. The patient's hematocrit remained stable during the admission. Lab work was relatively stable. The patient was continued on all of their current medications with an addition of hydralazine due to elevations noted in mean arterial pressures (maps). The patient was discharged home with instruction to return for followup. The patient was prescribed hydralazine 25 mg twice daily as well as anusol-hc. The patient continued their most recent coumadin schedule as well. International normalized ration (inr) was noted at 1.86 with a goal of 1.8-2.2.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient called to report bright red blood in stool. The patient was admitted and had a consult with the gi team. The patient was treated with octreotide on arrival. No further information was reported.